Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the customer reported issue and replaced the universal surgical manipulator (usm) to resolve the error 32097. The system was tested and verified as ready for use. Isi received the usm unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint via the logs and replicated it in-house. The logs also confirmed error 32096/1126, coupled with 32097. The unit was tested on an in-house system, in normal mode and triggered error 1126. A fiber test failed. The golden parallelogram was installed, and the fiber test then passed. The root cause of the failure was determined to be a component failure. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: it is unknown if a usm was disabled/abandoned after the start of the procedure and the surgeon continued with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 32097 was displayed. The reporter was not able to provide any further information about the event. The technical support engineer (tse) was able to locate the error 32097 on system (B)(4) on friday, (B)(6) 2022. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 22-jun-2022, a review of the system log for the patient side cart (psc) universal surgical manipulator (usm) associated with this event has been performed by an intuitive surgical, inc. (Isi) post market investigations (pmi). The following additional information was provided: the arm 1 was not abandoned during this case. Refer to the following fields for updated information:

Event description:
Refer to h10/h11 for follow-up information.